Event description:
A malfunction alarm was reported, identified by a specific code. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions and assisted in resetting the pump, resulting in no recurrence of the malfunction code. The customer was advised to continue using the pump and was told to report if the issue reoccurred, which they acknowledged and understood.